Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that user tried to load an exam from usb, but the software said "checking media format, showed it was receiving, and then said "unable to read." In the overrides file, user changed showall from false to true. Scannermaskset3 was set to 129. The usb took several minutes to read, however, user reported there were quite a few non-dicom items on the usb such as .txt and .html files. She removed the usb and viewed it on computer. The usb had 1000 individual .dcm files. The site burned the exam to a cd. Exam failed to load via standard dicom, unstructured dicom, and unstructured alternate module. User confirmed that reburning did not resolve the issue. There was no patient present.